Event description:
The filshie clip was being used on two tubal ligation procedures and the clip misfired. Clip fell into the pts and was retrieved. Another clip was used. Also hosp not aware that the sleeves could be replaced. The MFR sent them the users manual after the above incidents. The MFR rep had instructed them to use applicator even when sleeve is missing which facility found out was against the instructions in the user's manual. The facility was never notified of need for svc annually or after 100th use of device.